Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal right coronary artery (rca). Following predilation, a 2.50 x 28 synergy ii was selected for use and advanced but failed to cross the lesion. The stent delivery system (sds) was withdrawn to use rotablator; however, the stent stripped off the sds inside the 6f non-bsc guide extension catheter. The guide extension catheter was removed. The stent and the balloon were saved. Rotablation was then performed with a 1.5mm burr and the procedure was completed with a 2.50 x 28 promus premier drug eluting stent with good outcome. No patient complications were reported and the patient's status was ok.